Event description:
It was reported the patient's leads had high impedances on contacts 2-16. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was obtained that the leads were not providing proper coverage and high impedance on 1-8 and 9-11. Surgical intervention took place wherein the leads were explanted and replaced. Effective therapy was established.